Event description:
During greenlight procedure, the tip broke off of the fiber inside the patient bladder. Surgeon was able to retrieve broken off tip. X-rays taken to ensure no other piece was in bladder and none was found. Diagnosis or reason for use: obstructive lower urinary tract symptoms status post.